Manufacturer narrative:
The philips field service engineer opened the unit and checked the battery date. The battery was dead, the fse tested the plug, and it was good. The unit did not turn on in ac mode, and no indicator was displayed. The fse ordered a replacement power supply. The fse replaced the power supply to resolve the issue. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Event description:
It was reported to philips that the device was not powering on. There was no patient involvement nor patient or user harm.